Event description:
The balloon burst at 7atm. The stent was partially deployed and the balloon was successfully withdrawn. A second balloon was inserted into the partially deployed stent and the ballon was successfully deployed. There was no reported patient injury. The product was clinically used and would be returned for analysis.